Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having some weird symptoms and are wondering if it was the products they are putting on their body as opposed to the stimulator. Patient stated they were getting dirty stuff going up and a popping sound. Patient asked if it was safe to use detoxifying clays and stuff when they have the spinal cord stimulator that removes aluminums and stuff. Agent reviewed stimulator components. The patient was redirected to their healthcare provider to further address the issue.